Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su had foreign matter. The following information was provided by the initial reporter translated from spanish to english: the central mixing service reports the presence of black stains inside the syringe plunger.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, black foreign matter on the plunger can be observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the molding process, due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A project was initiated to reduce any foreign matter inside our products.

Event description:
No additional information.